Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The patient's scs system was auto-reducing. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-06786. Additional information was received indicating that the replacement of the patient's ipg on (B)(6) 2023 resolved the patient's auto-reducing issue. The patient's leads were left in place and were not revised.

Manufacturer narrative:
Manufacturing reference number 3006705815-2023-04036 should not have been reported as a medical device report (MDR) as the patient's lead has been deemed non-reportable and no longer requires additional reporting as the replacement of the patient's ipg was sufficient in resolving the auto-reducing issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000087755.

Event description:
It was reported that the patient's scs system was auto-reducing. Surgical intervention may take place at a later date to address the issue.